Event description:
The implant surgeon reported that a revision surgery is planned for a pt who was implanted with an abg ii modular implant and who has abnormal pain.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.